Event description:
The pt was implanted with two trial leads (from the same lot). It was reported the pt felt his left flank had been swelling and reported to the physician. The physician elected to pull the leads early suspecting a possible hematoma. The physician said the site appeared to be fine and did not see any signs of swelling and a hematoma. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.